Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with currents in specifications. No unexpected failed battery test. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump had scratches on lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported by the customer's father that the keypad on the customer's insulin pump are not working, he tried pushing buttons on the insulin pump to clear the low reservoir alert, but the buttons did not work. Customer's blood glucose level at the time 371mg/dl. Advised insulin pump would be replaced. No additional information is provided.